Event description:
Noh et al. Reported a prospectively randomized study, 109 subjects with an ankle fracture underwent surgery with metallic (group I) or biodegradable inion freedom plate and inion otps fixation screws (syndesmosis/malleoli) (group ii). In group ii, one pt with an isolated lateral malleolar fracture had a revision surgery with metal plates and screws due to nonunion.